Manufacturer narrative:
(B)(4). Batch # m93f2w. The following information was requested, but unavailable: did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? No part of the harmonic pad 'broke off' and fell into the patient; the pad melted but remained attached to the device until the device was removed from the patient. The device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon started using the device, and upon pulling the device away from tissue, after taking a bite and activating energy, the pad on the upper jaw melted and peeled away from the device. The case was completed using another device of the same product code. There were no patient consequences reported.